Event description:
It was reported that during a procedure two different nc trek balloon dilatation catheter (bdc) were used in the procedure at 16 atmosphere (atm) and 20 atm, however, both balloons did not fully deflate while in the vessel; after many attempts the bdc was successfully removed from the anatomy using a buddy guide wire. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The nc trek referenced is being filed under a separate manufacturing report number.